Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed. No adverse consequences to the patient were reported.